Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not rewind the insulin pump and piston stayed up. Customer¿s blood glucose was 129 mg/dl. Customer stated that the insulin pump was rewind complete but the piston stayed all the way up stopping him from inserting his reservoir. Troubleshooting was performed. Customer also stated that they were unable to exit the load reservoir process. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or prime/fill anomaly was noted during testing.